Event description:
The patient complains that she cannot hear well and can hardly understand what people say. According to her mother, she could hear and understand much better before. Re-implantation is considered, a surgery date has not been set at this time.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. Additionally elevated gpi could be observed whilst the device was implanted. The pattern is very likely due to the reference electrode being embedded in bone. This is a final report.

Event description:
The patient complains that she cannot hear well and can hardly understand what people say. According to her mother, she could hear and understand much better before. The patient requires very high pulse durations and charge to perceive sound as loud. The device was explanted on (B)(6) 2015. During surgery the concerned ear (right side) was found to be ossified. Therefore the left ear got implanted.

Manufacturer narrative:
UDI code not available. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.